Event description:
Surgeon reports lens was explanted due to a crack in the optic which caused the pt to experience a white line in his vision. The pt was reported to be 20/20 with correction at 1 day post-op lens replacement surgery.

Manufacturer narrative:
The returned lens was evaluated and found to have a scrape mark across the optic. The mark was further confirmed in s.e.m. Photos. Reporting surgeon spoke with an alcon consultant on how to avoid damaging lenses in the furutre. This report was mailed in to FDA on: 2/5/1998. Disclaimer: this info is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury. Number of persons affected = 1.